Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a male patient born (B)(6) 1998 underwent an idiopathic ventricular tachycardia (idvt) - left ablation procedure thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed. There were no visible signs on the patient, the pericardial effusion was discovered and confirmed when the intracardiac echo (ice) catheter was inserted into the body. After the pericardial effusion was discovered with ice, the anesthesiologist noted that they had been treating a slow drop in blood pressure. The medical intervention provided was a pericardiocentesis and about 400 cc's of fluid were removed. The patient was reported to be in stable condition. The physician thought that the pericardial effusion had nothing to do with the ablation. The physician thought the pericardial effusion was due to the rv catheter which was not a bwi catheter. The blood removed in the pericardiocentesis was removed from the venous system and the ablation was within the arterial space. The procedure was aborted. It was also reported that there was noise on distal ablation of the catheter displayed on the carto 3 system and the recording system. The noise was worse on the recording system. There were varying impedance values displayed on the carto 3 system. The cable was replaced and the issue persisted. They adjusted and tightened the direct connect cables into the amplifier, the recording system, and the patient interface unit (piu) without resolution. They removed the bair unit and the issue persisted. They replaced one of the grounding pads without resolution. When the catheter was replaced, the noise displayed on the carto 3 system was resolved and the varying impedance values displayed on the carto 3 system were resolved. There was still noise displayed on the recording system. The procedure continued. After removing the smartablate foot pedal from being wedged under the table, the outer sheathing of the cable was removed and wires were exposed. Additional information was received on the event. The patient outcome of the adverse event was improved. It is unknown if the patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was 2ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at range, 2mm for 2sec, 3 g for 25%, tag size 3 with no additional filter used with the visitag. The impedance cut-off value was exceeded and the system stopped the ablation when the cut-off value was exceeded. The system did not continue to ablate above impedance cut-off value. The generator parameters were set at power mode, 30 watts, 200 max impedance, 40 spike max. The adverse event was assessed as MDR reportable. Since the event was life threatening and it might have resulted in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The noise issue was assessed as not MDR reportable. The risk to the patient was low. The impedance issue was assessed as not MDR reportable. Since the user-defined cut-off was exceeded and ablation was stopped, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The foot pedal issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The investigation was completed on 22-jul-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30735984l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).